Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of an left ventricular (lv) lead, resistance was encountered when the physician attempted to remove this guidewire from the lead's lumen. The physician pushed the wire and flushed the lv lead with heparinized saline solution; finally the guidewire was able to be removed. All measurements on the lv lead were in normal range and the procedure ended without any complications. No adverse patient effects were reported. The guidewire was discarded and will not be returned.